Event description:
During a call from the patient's caregiver for an unrelated issue, the caregiver advised that patient had been hospitalized due to an infection. During a follow up call to the facility nurse on (B)(6) 2011, the nurse clarified that the (B)(6) female patient was admitted to the hospital on (B)(6) 2011 due to peritonitis. The patient was treated with vancomycin (dose and route unknown). The patient was initially treated with oral ciprofloxacin (dose and route unknown) and later changed to vancomycin intraperitoneally (ip). The peritonitis was considered to be resolved on (B)(6) 2011 when patient was discharged. The nurse reported the peritonitis was not causally related to the baxter device or disposable products. The event reportedly was due to patient error. The patient did not cap off after she disconnected. Patient's pd catheter was inserted on (B)(6) 2011 and pd therapy started on (B)(6) 2011. Pd therapy continued even when the patient was in the hospital and is continuing up to present.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique as stated by the patient who did not cap off after disconnecting. However, the assignable cause could not be determined as we are unsure why the patient did not cap off after disconnecting. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available a follow-up will be submitted.